Manufacturer narrative:
Investigation: inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 2/1/07 under wo #(B)(4) and shipped on 2/1/07. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2016 for a loose on/off switch and the delivery tube was adjusted. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the n2o nub on the connector was missing and damaged with a clogged filter. The clogged filter is due to normal use over 16 years. Similarly, the damaged connector is being attributed to normal as well as wear and tear over 16 years. Corrective actions. The unit's connector was replaced, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Was the complaint confirmed? Yes.

Event description:
"Gas is leaking continuously". 1216677-2021-00180-1 50501 lm-900 n20 ce cryosurg sy e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Gas is leaking continuously. Order: (B)(4). Found; n20 nub missing, n20 connect damaged, filter clogged. Risk: rm-tech-035 is for excessive gas release per 6 post 11. Lm-900 n2o ce cryosurg sy 50501. E-complaint (B)(4).